Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
A patient reported: "it appears that my bottom tooth (#24) and (#23) are pushing forward and gumline is receding. I've attached photos from different angles. I'm afraid the movement will push the tooth out as there appears to be no gums holding it. I'm not sure what to do. I had similar concerns at the beginning of the treatment plan. I will continue to use the top aligners until I receive further guidance.